Event description:
It was reported that prior to use with 2 bd luer-lok 1-ml syringe the plunger rod was discovered to be broken. The following information was provided by the initial reporter: 50 ml precise syringe received with broken plunger rod.

Manufacturer narrative:
The following fields were updated due to additional information: returned to manufacturer on: (B)(6) 2023. Investigation summary our quality engineer inspected the 3 photos and 1 sample submitted for evaluation. The reported issue of plunger rod broken / damaged was confirmed upon inspection of the sample and photos. Analysis of the sample and photos showed that the thumb press of the plunger rod is broken. Bd determined that the cause of the failure was related to our manufacturing process. A manufacturing machine was identified as the cause of the damage and necessary actions were performed to correct the improper functionality of the machine. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 2 bd luer-lok 1-ml syringe the plunger rod was discovered to be broken. The following information was provided by the initial reporter: 50 ml precise syringe received with broken plunger rod.